Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57-year-old female on impella cp for mechanical circulatory support. It was reported that there were multiple attempts to reposition pump away from mitrial valve with echo and under fluoro but they were unsuccessful. The patient was on 2.5 of dobutamine so it was decided to remove the pump.